Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft was implanted. It was reported that imaging revealed that there were short iliac sealing zones. Based on physician experience, it was decided to prophylactically add iliac extensions to prevent possible future endoleaks. The patient was discharged, and no clinical sequelae were reported. The investigator assessment states that the event is not related to the device or procedure.